Manufacturer narrative:
Continued: section e phone: (B)(6). Investigation evaluation: the products said to be involved were returned in a blue plastic bag. Provided with the return were two open trays from the lot number provided in the report. The labels match the devices returned. Our laboratory evaluation of the products said to be involved confirmed the report based on the condition of the returned devices. The 2 devices were returned disassembled with all 4 catheters (2 per device) included in the return. The components returned were mixed together without distinction of which component was associated with which device. Powder was observed on the exterior of all returned components and within the return packaging. Some components (handle housing, low pressure valve, regulator, powder chamber, and on/off switch fragments) were able to be assigned to a device by components which remained connected and by damage sustained during disassembly. However, some components (the 2 red activation knobs, 2 co2 cartridges, 2 foam inserts, 4 catheters, and 2 buttons) were not able to be distinguished or assigned to a device. Additionally, the syringe used to deliver the powder per the event description was included. The red activation knobs and buttons were intact. Both co2 cartridges were observed to be fully punctured. Both foam pieces were present and oriented correctly (with the slits facing downward). All 4 catheters were returned and showed evidence of use. Reddish discoloration and presence of darkened powder build up was observed within all catheters, but no kinking was noted. Catheters #1, 3 and 4 all appear to have been cut at the distal end as the cook labeling present at the distal tip was not present. Device #1: the on/off switch has been broken off of the valve. Residual powder was observed within the device nozzle. Both the front tube connecting the on/off valve to the powder chamber and the back tube connecting the powder chamber to the low pressure valve were returned severed with no build up of powder within. A visual inspection of the powder chamber's center downtube, cannula, and diffuser plate found them to be clear. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the regulator (lance and o-ring) confirm the device was of the current design. The low pressure valve was disassembled and evaluated. All the internal components were intact. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Device #2: the on/off switch has been broken off of the valve and a portion was not returned. Residual powder was observed within the device nozzle. Both the front tube connecting the on/off valve to the powder chamber and the back tube connecting the powder chamber to the low pressure valve were returned severed with no build up of powder within. A visual inspection of the powder chamber's center downtube, cannula, and diffuser plate found them to be clear. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the regulator (lance and o-ring) confirm the device was of the current design. The low pressure valve was disassembled and evaluated. All the internal components were intact. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the products said to be involved confirmed the report based on the condition of the returned devices and catheters. We could not conduct a complete investigation because the components of the 2 devices were returned mixed and disassembled. However, all four of the returned catheters were noted to be heavily soiled, with buildup of darkened powder within and/or the distal end of the catheters cut, confirming the report of catheter occlusion. The additional information provided indicated that the tip of the catheters made contact with pooled blood or the mucosa for both devices. The instructions for use cautions: "to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Additionally, the user reportedly test deployed the device outside of the endoscope/patient prior to use for both devices. The instructions for use notes: "do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The tip of the catheters making contact with pooled blood or the mucosa for both devices, and both devices being tested prior to use outside of the endoscope/patient, are the most likely causes for the reported catheter occlusions. Additionally, the catheters were observed to have been cut upon return, presumably in an effort to address occlusions at the distal end. This is not advised by the instructions for use. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: the information provided by the user indicates the following: -the tip of the catheters made contact with pooled blood or the mucosa for both devices. -the user reportedly test deployed the device outside of the endoscope/patient prior to use. -the catheter has been cut a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic gastrointestinal hemostasis procedure, the physician used two (2) cook hemospray endoscopic hemostats. It was reported that the physician rotated the activation knob until it stopped, inserted the catheter, attached the catheter to the handle, and pressed the trigger button, but no powder was delivered. Only a small amount of powder adhered to the handle¿catheter connection, and it did not reach the catheter. Therefore, the physician opened another hemospray unit, from the same lot, and used it. Because moisture had adhered to the catheter tip, the second catheter repeatedly became clogged and ran out of gas, so the spray tube was also used to deliver the powder. Both hemosprays were disassembled, and the powder was loaded into syringes and manually applied. Primary hemostasis was achieved; however, thepatient experienced bleeding of unknown origin during hospitalization and expired.